Event description:
The customer stated that he tested his blood glucose using his contour ts meter and a one touch meter. The contour ts read 521 mg/dl, while the one touch read 107 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the contour ts system showed it to be operating as designed. No product will be returned for evaluation.